Event description:
Reference number: (B)(4). Event occurred in the united sates. It was reported that patient was hospitalized due to hyperglycemia and blood glucose level was 1200 mg/dl at the time of event and was managed by IV insulin drip. Patient had symptoms of confusion and sickness. Patient also tested positive for ketones. Length of hospitalization was more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.